Manufacturer narrative:
The device has not been returned for evaluation. Should the device be received, a full evaluation will be performed and a follow-up report will be filed.

Event description:
The pump was reported to change rates during clinical use. When in ramp mode while infusing tpn, on the final program the pump started out infusing at 165ml/hr and changed to 950ml/hr. Despite baxter's efforts to obtain additional information regarding the date the report occurred. The medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information was available. Alternate contact information was requested but no alternate contact was identified. No patient injury resulted and there is no adverse outcome associated with this report.